Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced breast asymmetry with ptosis post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with a (left) 500cc mentor memorygel breast implant and a (right) 475cc mentor memorygel breast implant, suffered left breast implant rupture post-operatively. The rupture was diagnosed via MRI. The patient also reported having multiple sclerosis. The patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7746378 sn: (B)(4) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7658744 sn: (B)(4). This medwatch form is for the right breast prosthesis.